Manufacturer narrative:
Device not received.

Event description:
On (B)(6) 2013 a perceval pvs25 was implanted as part of the sure-avr post-clinical trial. On (B)(6) 2013 the patient had decompensated heart failure. This was reported as a non-device related incident. On (B)(6) 2014 the patient had a reintervention due to endocarditis that resulted in device explant as reported by the sure-avr clinical registry as a serious adverse event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual, sterilization and performance standards required at the time of manufacture and release. If an infective microorganism was present on the tissue valve before sterilization, it would be killed very easily by the liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective sterilizing agents. We have validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of microorganisms with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; therefore, there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. No further event information was received. However, based on the above information regarding the sterilization and the DHR review confirming proper sterilization had occurred prior to release the reported endocarditis cannot be reasonably attributed to any factor intrinsic to the device in question. Because the device was not received and no further investigations are possible at this time the root cause of the reported endocarditis is deemed to be not valve related but the exact cause is undetermined. If further information is received the investigation will be reassessed. This MDR has already been submitted july 09, 2018 and resubmitted due to missing 3rd acknowledgment.